Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia "), genital haemorrhage ("gen. Abnormal bleeding"), menorrhagia ("menorrhagia") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, genital haemorrhage and menorrhagia had resolved and the psychological trauma, post procedural complication and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, back pain, dyspareunia, abdominal pain, general abnormal bleeding, menorrhagia and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event weight gain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), genital haemorrhage ("gen. Abnormal bleeding"), menorrhagia ("menorrhagia") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, genital haemorrhage and menorrhagia had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, back pain, dyspareunia, abdominal pain, general abnormal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events back pain, dyspareunia, abdominal pain, general abnormal bleeding, menorrhagia, psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('gen. Abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, ovarian cyst and leiomyoma nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia "), menorrhagia ("menorrhagia") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial novasure ablation and hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on 14-jul-2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, dyspareunia and menorrhagia had resolved and the psychological trauma, post procedural complication and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, back pain, dyspareunia, abdominal pain, general abnormal bleeding, menorrhagia and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: lot number, reporter and medical history added from mr. Event genital bleeding upgraded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('gen. Abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, ovarian cyst and leiomyoma nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia "), menorrhagia ("menorrhagia"), post procedural complication ("post removal complication") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial novasure ablation and hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, dyspareunia and menorrhagia had resolved and the post procedural complication, psychological trauma and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, back pain, dyspareunia, abdominal pain, general abnormal bleeding, menorrhagia and weight gain. Lot number: 855628, manufacturing date: 2011-04, expiration date: 2014-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.